Manufacturer narrative:
Date of event is estimated. The device has not been returned for analysis. A review of documentation supplied with the implant states that the implant must be charged every 30 to 90 days to avoid battery depletion. Based on the information received, the cause of the reported incident is consistent with user error.

Event description:
It was reported the patient did not recharge the ipg as recommended. In turn, the ipg became inoperable. Surgical intervention was undertaken wherein the ipg was explanted and replaced. Effective therapy was restored post operatively.